Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was liquid found in a 1 ml bd¿ slip tip syringe with attached needle 26 g x 3/8 in., intradermal bevel, sterile, single use before use. No injury or medical intervention.

Manufacturer narrative:
Investigation: sample evaluation: two photos were received by bd canaan and were evaluated. The reported product was 1ml s/t with needle from batch #7031971 (p/n (B)(4)). The sample is the photos was manipulated ¿ filled with 4.5ml of unidentified liquid. A small dark fm was observed between the needle hub and the slip tip of the syringe. From the photos it is not possible to identify the fm. It is also not possible to conclude whether the fm was present in the sample prior to being manipulated. DHR/qn review for batch #7031971 (p/n (B)(4)): manufacturing dates: 2/28/17 - 3/02/17. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7031971 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Root cause: undetermined - based on the investigation results to date, the source of fm could not be determined and root cause not found. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.